Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. The pump was reportedly dropped and would not power on afterward. The customer reportedly put new batteries in the pump and the pump would chirp and vibrate, but would not power on completely. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: a review of the pump black box showed multiple unexplained pump reboots on the date of the reported event. A visual inspection of the pump revealed the battery compartment was cracked. The battery cap was not returned. All testing was performed with test caps. There was no evidence of moisture contamination inside battery compartment or the pump. During testing, the pump powered on with a test cap with audible tones and vibrations indicating that there was power to the pump; the display was blank and further testing of the power issue was not able to be adequately investigated due to the unrelated blank display issue. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Unrelated to the complaint, investigation showed a loose connection at the display flex connector; when the display flex cable was reseated, the display functioned properly. The complaint of intermittent power was not duplicated during investigation.